Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no particular damage observed to the coil pushwire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium prime coil could not be detached, and then prematurely detached during removal. The patient was undergoing treatment for a ruptured, spindle-shaped, dissecting aneurysm located in the right vertebral artery. The max diameter and neck diameter were 12mm. The patient's blood flow and vessel tortuosity were normal. It was reported that the doctor tried approximately 3 times to detach the coil and it did not work. They tried once to break the delivery pushwire to detach it, but it still could not be detached. Finally, when they pulled the delivery pushwire to withdraw, the coil detached when the delivery pushwire returned to the catheter about 4cm. The coil was pushed into the aneurysm using a guidewire without further issues. After that, an axium prime coil was detached without problems using the same detacher. There were no problems with the instant detacher, and only one was used. The patient did not experience any injury. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a sl-10 microcatheter, fubuki 6f guide catheter, and chikai 14 guidewire.